Event description:
It was reported that the patient suffered a pericardial effusion. The caller stated that after doing some ablations that the patient's pressure dropped. The ice catheter was used to confirm a pericardial effusion. While prepping for the pericardiocentesis that patient lost pressure and CPR was initiated. When the pericardiocentesis was initiated a total of 200 cc of fluid was removed from the pericardial space and a drain place. Patient pressure came back and consult being done for possible surgery. Physician stated the effusion may have been created during the transseptal. Caller stated that the ablations were done in the left atrium at 25-30 wants of power. Procedure was aborted. Patient is stable at this time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)